Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have broken blade at the base of the blade. A piece approximately 13mm long was found to be broken off, confirming that a fragment detached from the instrument. The broken piece of the blade was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade was found broken on the harmonic ace instrument. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.